Event description:
It was reported that the driveline was disconnected briefly and was replaced in the clinic. The log file confirmed the driveline disconnect alarm on 21may2023 at 1052 where the driveline appeared to be momentarily disconnected from the controller. Related MFR # for the controller: 2916596-2023-03240.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop event associated with a disconnection of the driveline on 21may2023. Although a specific cause for the driveline disconnect could not be conclusively determined through this evaluation, the event appeared consistent with the report that the driveline was briefly disconnected and reconnected in the clinic. The pump resumed normal operation without issue following reconnection of the driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. The heartmate ii patient handbook is currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.